Manufacturer narrative:
Article citation# int j artif organs 2013: 36 (6): 444-446, management of complications in long-term lvad support. The explanted pump was not returned to the manufacturer for evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
A published article was received for review. The article contains a single patient case report. Description: after approximately 2.5 uneventful years of lvad support, the patient was admitted to a hospital for macro-hematuria and was treated for a bladder infection. Due to increased ankle swelling the patient was transferred to the implant center where severe hemolysis was noted: pfhgb 202 mg/dl, ldh 2900 mg/dl, haptoglobin less than 8 mg/dl. The patient presented with grade ii-iii aortic regurgitation, depressed right ventricular function (ejection fracture 25%) and severe tricuspid regurgitation. Chest xray showed the lvad inflow cannula had shifted toward the lateral wall due to the patient gaining weight with consequent traction on the driveline. Hemolysis parameters continued to rise, and pump power consumption was elevated. At an unspecified time later, the patient experienced cardiopulmonary arrest with successful resuscitation. Echocardiography showed no flow through the lvad apical cannula. An aortic valve replacement and pump exchange to another manufacturer's product was performed. The outflow graft was anastomosed end-to-end to the existing outflow graft. A temporary right ventricular assist device (rvad) was placed, followed by explant after 20 days. The patient was discharged after 90 days in the hospital and at the time the article was written had been at home for 230 since discharge without further problems. The patient's age is at the time of the event per the article and the event date is approximate.